Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Touch screen calibration check failed. Touch screen was not calibrated. Recalibrated touch screen. Touch screen is now functional. Touch screen test passed. Voltage verification check passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that was having touch screen problems during unknown phase of treatment. The patient was not connected. Patient was unable to select my treatment, my settings or my records when pressed. Technical services tried to calibrate the screen but the cross did not pop up on the screen. The screen turned white. The technical support representative advised to replace the cycler. A phone call and written attempt have been made to gather additional information, but no further details were provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.